Event description:
It was reported that a spectrum pump had a broken lower switch. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval found no cracks, breaks, or any other signs of physical damage to the lower link or latch switch. There was evidence of system error 322 in the device event history log, which is most likely what the reported symptom is referring to. The device was out of spec in relation to system error 322 which was confirmed through the history log but was not reproduced. In this case, there is extensive evidence to suggest there was no parts physically broken on the pump, rather there was a malfunction associated with a part. Eval found the upper latch switch had failed. The upper auxiliary was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.